Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump does not deliver bolus; no bolus in pump history. Caller reported patient was admitted to hospital with a blood glucose reading of 799 mg/dl; treatment received was not provided. Requested return of the alleged device for evaluation.